Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in u.s. The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation surgery at c1-2 due to atlantoaxial subluxation. Intra-op, head part of the set screw broke off. After installing mas crosslink, when mas crosslink locking screw was finally tightened, the head part of the mas crosslink set screw was broken off (before torque limiting mechanism worked). Since the hex part of the screw head was missing, the mas crosslink set screw could not be removed and remained as it was. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.